Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue. The permanent cautery hook instrument was found to have thermal damage on the monopolar yaw pulley. There was no damage found to the conductor wire and electrical continuity passed. A log review was conducted, which resulted in the following findings: the review found the procedure in which the permanent cautery hook (420183-10) n101510299-912 was last used on (B)(6) 2018 during a gastrectomy procedure on system sh1209. The log review confirmed two bipolar instruments were used during this case (fenestrated bipolar forceps (420205-13) n10170712-384, maryland bipolar forceps (420172-15) n10180206-798); however, a site review confirmed the instruments were not returned for the reported event. No image or procedure video were provided by the site for review. As of 04/06/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information that are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 8th usage and, therefore, had not expired. Implant date is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a permanent cautery hook instrument was broken and exhibited burn residue. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic physician assistant (pa) stated that the instrument was not inspected in great detail, but no issue was noticed. It was stated that an erbe generator was used at the time of the incident and usually the settings for cut is 30 and coagulation is 30. The robotic pa stated that it was unknown if the cannula or if the pin gauge was used to inspect the cannula. It was believed the surgeon was cauterizing at the time they observed the arcing. When the instrument arced, it was noticed the instrument tips were in contact with the tissue. The robotic pa stated the instrument would have probably been switched frequently and was uncertain if the surgeon straightened the wrist when removing the instrument. After the reported issue, the robotic pa could not recall the specifics of the damage; however, indicated that it sounded like the instrument was broken with burn residue. The robotic pa confirmed there was no patient injury or harm during the case. The doctor stated that he thought the issue was with a bipolar. The doctor noted that the patient did fine and there were no issues in recovery.